Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual evaluation of the returned products identified that the products exhibit signs of use (nicked or gouged) and one or both of the ball bearings are missing (missing ball bearings are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a tibial articular surface provisional shim instrument was found to be disassembled and missing ball bearings during the sterilization process on an unknown date. There was no patient involvement and no adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.